Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, two curved openings, and missing shell (0-25%). Leak test and microscopic analysis were performed which identified two striated openings on the radius and anterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was two striated openings on the radius and anterior assessed as surgical damage consistent in the use of some surgical tools, and missing shell assessed as inconclusive.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side deflation. The device remains implanted.